Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed with a clearlink secondary medication set. The issue was resolved by disconnecting and reconnecting again to get flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.